Event description:
Reporter indicated that device diagnositc testing at office visit resulted in high lead impedance reading (specific unk), indicating possible device malfunction. The pt had not experienced any recent injury or trauma that may have damaged the vns therapy system and did not manipulate the device through the skin. The pt underwent revision surgery, during which both the lead and generator were replaced, reportedly due to lead discontinuity.